Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness. Customer was unable to self-treat and was treated with unspecified emergency injection by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Performed a visual investigation on the returned reader, and no issues were observed. The reader powered on with button press. Visual inspection was performed and the retunred power adaptor and adc charging cable, no issues were observed. The adaptor passed the load test and no opens or shorts were observed on the retunred adc charging cable. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre reader indicated by the serial number provided by the customer and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness. Customer was unable to self-treat and was treated with unspecified emergency injection by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.